Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 10:54 am, the customer tested by fingerstick on the meter and the result was 4.1 inr. At 12:00 pm, the customer had a lab test and the result was 2.9 inr. The customer has a therapeutic range of 2.8-3.5 inr. Customer is not anemic, no antiphospholipid antibodies, no heparin, no thrombin inhibitors, no medication changes, no health or diet changes and no bleeding or bruising. There was no adverse event. The customer's meter and strips were requested for investigation and replacement product was sent. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.